Manufacturer narrative:
Novocure medical opinion is that the fall was related to optune. Fall is an expected event with device use and was reported as an adverse event in the ef-14 trial of optune together with temozolomide (tmz) compared to tmz alone in patients with newly diagnosed gbm in both arms of the trial (8% and 3% in optune/tmz and tmz arms respectively).

Event description:
A 76-year old male patient with newly diagnosed glioblastoma (gbm) began optune therapy on (B)(6) 2022. On (B)(6) 2022, the patient's spouse reported the patient fell and was hospitalized. The patient was scheduled for an unspecified surgery the following day, on (B)(6) 2022. Optune therapy was temporarily discontinued. On (B)(6) 2022, the prescribing physician reported that the fall was caused by the patient getting caught in the optune cables. The patient was treated at an outside hospital therefore, the physician could not provide any additional information.